Manufacturer narrative:
P-cap, reservoir locks properly into place. Hardware low level failure alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Unit received with cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure. Customer stated that the insulin pump was working fine but had a small crack at the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.